Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an elective device replacement. During the procedure it was noted that the right ventricular lead exhibited failure to capture when tested through the psa. The lead was capped and replaced on (B)(6) 2018. The patient was not symptomatic and was stable before, during and post procedure.